Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; when the epg was powered up with the returned battery the device displayed all zeros and stopped pacing. The returned battery measured at 6.76 volts, the battery end of operation voltage is 6.3 volts. The device operated as expected with low battery voltage. It was also found that the lower case was broken and the unit needed a battery drawer o-ring. Analysis was not completed due to the customer's request to return it to them un-repaired. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented to the facility with complete heart block, and the patient was placed on a temporary transvenous pacemaker. The external pulse generator (epg) was in use with the patient post-operative, and the battery was changed. The epg initially displayed the correct settings, then all settings changed to zeros, the unit stopped pacing, and shut itself off. The patient went in to asystole and needed to be resuscitated. A different unit was used to pace the patient, and the epg has been returned for testing and evaluation. There were no further patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.